Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the annular rupture was likely due to the patient¿s severe calcification on the right coronary cusp. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic position, an annular rupture occurred. The patient¿s annulus was borderline, therefore, the heart team decided deploying a 26mm sapien 3 valve with -2ml contrast solution than nominal volume. There was relatively severe calcification on the right coronary cusp observed. The valve was deployed in the targeted position on aortic side. After three (3) minutes post deployment, the blood pressure lowered. Aortic dissection was suspected due to narrow st junction, but no dissection was found. Pericardial effusion began to accumulate. As the hemodynamics were stable, left ventricular angiography was done. It showed a leakage from the left coronary cusp, indicating an annular rupture. Pericardiocentesis was performed. The effusion did not increase further and another angiography showed a smaller leak than before, therefore the procedure decided to be completed. The patient left the operating room with a ¿drain tube¿ inserted. Complete hemostasis was not achieved and bleeding continued after returning to the ICU. Because the patient's family did not want additional surgical treatment, no treatment was taken. Then the patient passed away due to the bleeding caused by the annular rupture.